Event description:
A (B)(6) male with endoleak type 2 with augmentation of aneurysm ischemia of the right side with thrombus on the right side in (B)(6) 2011, retroperitoneal hematoma in (B)(6) 2011 underwent evar on (B)(6) 2011. The pt carrying an endostent with a tiny leak (1820344-2012-00164) in it but known issue and follow up on that regularly. Decision taken of an embolization of this leak. During the procedure. Hospital noticed an aortoiliac thrombosis (1820334-2012-00166). Hospital had to perform a bridging. The pt stayed 3 weeks in critical care. Update from complaint form received (B)(4) 2012: the embolization of endoleak was performed under general anesthesia, with pt in prone position and percutaneous translumbar approach. At the end of the procedure the pt presented with ischemia of both legs, with aortoiliac thrombosis confirmed by doppler. The pt has been transferred to surgical suite and after unsuccessful thrombectomy, an axillofemoral bypass was performed. Additional info received (B)(4) 2012: in response to when the ischemia occurred "it occurred during embolization of endoleak type 2."

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.